Manufacturer narrative:
This is one event (cardiovascular) of four events for the same pt involving two separate products; associated mdrs #1225714-2014-02663 and 1225714-2014-02664, 1225714-2014-02665, 1225714-2014-02666, 1225714-2014-02667, 1225714-2014-02668, 1225714-2014-02669, 1225714-2014-02670.

Event description:
The plaintiff's attorney alleged that the decedent experienced three separate cardiovascular events on unk dates in (B)(6) 2007 and subsequently expired on or about (B)(6), 2007 after the use of the product.